Event description:
I have been using the complete moisture plus contact solution for several yrs. For the past two months, my eyes have been very, very dry and achy. They have been so abnormally dry that I sleep with visine eye drops next to my bed. I have to wake up several times a night to use the eye drops. I also had to start carrying eye drops in my purse for my dry eyes. The condition has gotten so bad, I am no longer wearing the contacts. Today, I was sitting watching the news. I heard there is a recall on this product. Does this mean I need to go to the dr to get my eyes checked out? Used 2003 - 2007.